Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6)2023. During the procedure, the clip did not deploy properly. The clip deployed but the handle felt sticky, and the clip stuck to the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.